Event description:
Subsequent to the initially filed report, additional information received stating: it was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an aorto-biiliac stent graft for exclusion of an aneurysm of the subrenal abdominal aorta procedure. Reportedly, two prostyle devices could not be properly placed as the knots came out intact, still crimped on the device. Therefore, a nick and spread was performed and the procedure was continued. The sheath was upsized to 20f, and the procedure was completed. One prostyle device was deployed, but hemostasis was unable to be achieved. Therefore, manual suturing was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was not confirmed due to components were not returned. Additionally, functional testing of removal of a proxy suture from the suture bearing was performed and was no resistance upon removal of the suture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an aorto-biiliac stent graft for exclusion of an aneurysm of the subrenal abdominal aorta procedure. Reportedly, two prostyle devices could not be properly placed as the knots came out intact, still crimped on the device. Therefore, a nick and spread was performed and the procedure was continued. The sheath was upsized to 20f, and the procedure was completed. Manual suturing was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.